Manufacturer narrative:
The service found that the keyboard buttons were little responsive, causing a delay in the answer during programming. The malfunction found by the service can be caused by keyboard contacts oxidized by the usual wear over the years or by a displacement of the button's dome. The service inspected and cleaned the contacts and replaced the display (which was found stained). Device evaluated, repaired and returned to the distributor/user. No consequences for the patient.

Event description:
On (B)(6) 2017 the customer reported "it is difficult to turn the pump off". On (B)(6) 2017 we received this follow up: "I have now been informed that the patient had problems with the buttons when priming the pump. No injury involved. The patient has received another pump"